Event description:
It was reported that during routine check, blood backed into the cardiosave intra-aortic balloon pump (iabp) and it will not turn on. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. This service was cancelled by the customer. The unit has been removed from service.

Event description:
N/a.